Event description:
Medtronic received information that during use of an autolog washkit, it was reported that the device made an abnormal noise, and the consumable leaked blood. Customer replaced the centrifuge cup. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the disposable consumable was damaged. The autolog washkit centrifuge cup leaked blood. The bowl or tubing were not re-seated/reinstalled/replaced. There was no error warning message. There was no transfusion required. The noise occurred from the centrifuge. There was no corresponding performance issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.